Manufacturer narrative:
(B)(4). Attempts to obtain additional event details have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to the reporter: after an unknown procedure, the patient had post operative intra abdominal bleeding requiring 5 units of blood. No hemorrhaging from the staple line was observed at any point during the procedure. Additional information has been requested from the reporter but has not yet been provided.